Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was turned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The tamper tube was not returned for evaluation. Locator along with guidewire was returned. Visual inspection revealed that the hemostasis sheath tip was mutilated/cut. The deployment sleeve of the carrier tube was in the rear lock position with color bands fully exposed. The dilator and guidewire were returned together, and no anomalies were found. Apart from the cut on the sheath tip, no other visual anomalies were noted. For further evaluation, the hub cap of the carrier tube hub was separated to inspect the suture spool within. All of the suture was released and no anomalies with the hub. No dimensional analysis was performed since the tamper tube was not returned for evaluation. Based on the returned device, the complaint could be confirmed for deployment difficulty. The definitive cause of the reported event could not be determined based on the returned device. Since the suture was able to be unwound without any hindrance, it is possible that a temporary foreign obstruction could be the cause for tamper tube not releasing. Since the tamper tube was not returned for evaluation, the exact root cause cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician started hemostasis as usual based on the steps. After the device/sheath assembly was set, the assembly was withdrawn along the puncture angle. However, the tamper tube did not appear and was found in the insertion sheath withdrawn together. The physician used a scalpel to cut a slit in the insertion sheath and pulled out the tamper tube. After that, the collagen sponge was pushed with the tamper tube to achieve hemostasis. As it might have taken too much time than usual or the device was manipulated too much, hemostasis was not achieved immediately. Manual compression was additionally applied for about one hour to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression. In the next morning, slight bleeding was noted, but there was no problem. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.